Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. According to additional information, this rv lead had been explanted due to high impedance measurements and high capture thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.